Manufacturer narrative:
The observed differences in ft3 values between measurements on roche and abbott platforms are most likely explained by the fact that the assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used.

Manufacturer narrative:
This event occurred in (B)(6). Medwatch field - the customer used ft3 reagent lot number 348359 when testing sample 2 (dated: (B)(6) 2018). (B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested with elecsys ft3 iii and the elecsys ft4 iii assay on a cobas 8000 e 801 module. The erroneous results were reported outside of the laboratory. The results from these samples were higher when compared to results measured on an abbott architect analyzer. This medwatch will apply to the ft3 assay. Patient identifier (B)(6) for information related to the ft4 assay. The samples were tested on the customer's e 801 analyzer. The samples were also tested on an abbott architect analyzer. The second sample (dated: (B)(6) 2018) was provided for investigation where it was tested on a second e 801 analyzer. No adverse events were alleged to have occurred with the patient. The serial number of the customer's e 801 analyzer is (B)(6) . The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 314824, with an expiration date of february 2019 was used on this analyzer.